Event description:
It was reported that the iab was inserted femorally using an introducer sheath. Immediately after insertion, a crack was noticed in the area of the catheter bifurcation. As a result of this, the iab was removed and replaced. There were no associated pt complications.